Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia while using the ilet system and initially sought assistance with a cartridge change, noting elevated glucose attributed to alcohol intake and choosing to continue using the remaining insulin before proceeding with the change; later follow-up documented a glucose of 160 mg/dl and completion of the cartridge change without alerts or alarms. Symptoms included elevated blood glucose up to 323 mg/dl for several hours without acute clinical effects reported. Outcomes included no medical intervention, no ketone testing, no backup therapy use, and no hospitalization. Investigation included troubleshooting and user education by support personnel. Investigation of this case revealed no device alarms, no identified device malfunction, and an unclear cause of the hyperglycemia. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.